Event description:
Complainant alleged that the device displayed a technical failure 587: "value out of range" along with other alarms, "mismatch between delivered and measured fio2", "o2 supply insufficient", "o2 concentration low" and "o2 supply failed- no o2 dosing possible". Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Updated sections: g6, h2, h6 and h11. Zoll technical support worked with the biomedical engineer at the customer site for troubleshooting. The reported malfunction was verified during the troubleshooting and testing performed by the biomedical engineer. Technical support advised the user to replace the device inlet filter. After replacing the inlet filter, the device passed all functional testing and was recertified for clinical use.